Event description:
It was reported that the left ventricular lead dislodged and exhibited loss of capture. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found insulation abrasions breaching the re cable lumen at 68.5 cm - 69.0 cm, 69.9 cm to 70.8 cm and 71.4 cm to 71.6 cm from the connector pin.